Manufacturer narrative:
Company comment: the serious event of vascular occlusion, and the non-serious events of pallor, and bruising at implant site, poor peripheral circulation, cutaneous contour deformity and livedo reticularis were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent the permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor include injection technique or potential concomitant filler treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician concerning a 39-year-old female patient. Additional information was received on 25-apr-2022 from the same reporter. The patient's medical history included viral hepatitis b and heart arrhythmia. Concomitant medication include concor. No information about history of allergies or previous similar treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane kysse (lot 19408-1) to lips with a needle (unknown amount and injection technique). The patient also received treatment with hydryalix ultra deep lidocaine, 0.4 ml per side to nasolabial folds using a cannula. During the lip treatment, the hcp noticed an asymmetry (cutaneous contour deformity) and bruising (implant site bruising) in the right upper vermillion border following administration of the product. In addition, tissue paleness/pale skin (implant site pallor) was noticed at the vermilion border, indicating the lack of perfusion (poor peripheral circulation). The hcp performed hyaluronidase allergy test and the result was negative. The patient received treatment with 0.3 ml of desinfiltral 1500u [hyaluronidase] into the lip and continued to be monitored. Marbling (livedo reticularis) began to spread in the area between the lip and the nose and also bruising had spread outside the right quarter to the medial part of the left vermillion. The patient received hylase dessau 150ie [hyaluronidase] into the upper lip, the area above the lip, nasolabial folds and the area under the nose. The injection was also done into the oral mucosa. Additionally, the patient received treatment with asa [acetylsalicylic acid] 600 mg and was instructed to apply warm compresses and massage the area according to the sde protocol for vascular occlusion (vascular occlusion). The patient received 2 more injections of hyaluronidase after which complete vascular perfusion was achieved, the tissue colour returned to normal and bruising disappeared. The patient was monitored for 4 hours after the treatment and then she returned home. Eight (8) hours after the treatment, the patient reported bruising of the lip area again. After 2 hours, she received hyaluronidase injections and her condition improved immediately. No further intervention was necessary for the events. Outcome at the time of the report: vascular occlusion was recovered/resolved. Tissue paleness/pale skin was recovered/resolved. Bruising was recovered/resolved. Lack of perfusion was recovered/resolved. Marbling was recovered/resolved. Asymmetry was recovered/resolved.